Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The device has the distal tip detached at 328 cm from the proximal section of the device. The overall length and outer diameter of the distal tip couldn't be measured due to the device condition. The outer diameter of the middle and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04aug2016. It was reported that the guidewire did not cross the lesion. The target lesion was located at the proximal left anterior descending artery (lad). A 330cm rotawire was selected for use. During the procedure, the physician attempted to cross the guidewire over the proximal lad several times but failed. The wire was withdrawn from the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the distal tip was detached.